Manufacturer narrative:
H4: the lot was manufactured october 12, 2023 - october 13, 2023. Three (3) actual devices were received for evaluation. Visual inspection was performed and the issue of leakage was not easily identified by initial visual inspection. Functional leak testing of the samples was performed. And a leak was identified on the administration spike port bonding area on all samples. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. The reported condition was verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three(3) exactamix 500 ml eva tpn bag leaked from blue connector while mixing solution prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI number (01), lot number (10) and subsequent expiration date (17) are provided; however, the manufacturing date (11) is unknown. E1: initial reporter address: no.5, (B)(6). Should additional relevant information become available, a supplemental report will be submitted.